Event description:
Patient called alleging that their test strips accepted blood. However, they would not trigger the meter to count down to display the result. Patient was using expired strips and had not been collecting the sample from a clean or dry fingertip. Patient neither alleged harm or experienced injury or medical intervention. Based on information provided the test strips malfunctioned. Issue was not resolved through trobleshooting.